Event description:
It was reported that, during thr surgery, one (1) polarstem modular head got cracked and fractured. All the broken pieces were removed with forceps and accounted. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4). Results of investigation: it was reported that, during total hip replacement surgery, one (1) polarstem modular head got cracked and fractured. All the broken pieces were removed with forceps and accounted. The procedure was resumed, without any delay, using a smith+nephew back-up device. Patient was not injured as consequence of this problem. The device intended for use in treatment was not returned for investigation. A visual evaluation was performed on images provided by the complainant, and it showed that there are signs of fracture on the distal part of the device. The missing fragment location is unknown. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 2 additional similar complaints reported for the same batch, and 41 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.